Manufacturer narrative:
Device was received in back-up vvi mode and failure to interrogate due to battery voltage at end of life (eol)/end of service (eos) level. A new battery was installed and then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including battery assessment indicate normal device characteristics. No anomalies found other than battery voltage at eol/eos level due to normal usage. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was found to be in backup operations and was then not able to be interrogated. The device was explanted and replaced. The patient was stable with no consequences.